Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a door fall. The following information was provided by the initial reporter: if they open the door, it falls freely. Max - 441916 - door is broken.

Manufacturer narrative:
H.6. Investigation summary: this is an unconfirmed complaint. A complaint of "door fall" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was pulled the cylinder and thread it into place and tightened both the ends, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
G.5 PMA / 510(k) #: k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a door fall. The following information was provided by the initial reporter: if they open the door, it falls freely, max - 441916 - door is broken.